Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The patient received numerous appropriate shocks over the life of this device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t-46 competitor lead, implanted: (B)(6) 2005; 6996sq58 lead, implanted: (B)(6) 2005. (B)(4).